Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an infusor that had a ruptured reservoir. The patient was infused with a total of 200 milliliters (ml) of drug (wdroperidol 2ml, buprenorphine hydrochroride 3ml, ropivacaine hydrochloride hydrate 100ml , saline 95ml) and the next morning a nurse found the rupture.there was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.